Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Internal inspection revealed a burnt component on the board. This condition can cause the power manager to not charge the batteries. This unit is un-repairable. Failure analysis: the power manager board is over-heating due to over-loading of the charge manager board. Excessive heat is generated in the components of the charger manager board which contributes to the failure of the components on the power manager board. Also in this case, the sprintpack charger system was used with a load that exceeds the maximum output current that it was designed for. The root cause is indeterminate, but the extensive use of tantalum capacitors is a contributing factor.

Event description:
It was reported to carefusion that the sprintpack power manager burnt a component in the charging circuit and will no longer charge the batteries. It is unknown whether there was any patient involvement associated with this complaint.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.